Manufacturer narrative:
The investigation conducted by field service engineering (fse) found that there were no system errors in the system log and that the ecm was functioning to specification. The ecm is the camera arm located on the pt side cart which provides the sterile interface for the 3d endoscope. The site reported that the issue they experienced was associated with a non experienced surgical staff assisting during the procedure. The hospital has since ensured that a trained da vinci surgical staff will be present for all scheduled cases. As of (B)(6), 2010, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that while starting a da vinci surgical procedure, the surgical staff had difficulty docking the system to the pt. The nurse was unable to unclutch the endoscopic camera manipulator (ecm) arm and restarted the system multiple times, however, they were unable to move the ecm. No attempt to contact isi technical support was made. The surgeon decided to convert to traditional open surgical techniques, due to the pt's age, to complete the planned procedure. No pt harm was reported.